Event description:
It was reported on 08/17/2016 that the patient had a consult for revision on (B)(6) and declined to have a model 106 placed. He states that he has actually had no relief with vns and just wants it removed. It is the patients opinion that the therapy did not help in any way. The referring physician would like to see him move forward with a full revision. The surgeon has suggested that he leave the device in for now. No surgical intervention has occurred to date.

Event description:
It was reported on 06/03/2016 that during the patient's first appointment with the physician that day high impedance was seen on system diagnostics. The patient is referred for a full system revision. Patient was not complaining of discomfort, so the device was left on. Notes were received on 06/10/2016 and dated 06/03/2016. Notes state that the vns parameters are 1.25/30/250/30/3/1.5/60. Notes mention that there was noted to be an increase in seizures the past few years which may be due to the loss of therapy from the device malfunction. While replacement surgery is likely, it has not occurred to date.